Manufacturer narrative:
Follow-up #1: date of submission: 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: review of the black box data and alarm history revealed record of call service alarm 078-0008. On investigation, the pump powered on and a call service alarm 078 was duplicated. Unrelated to the alleged complaint, the pump case was noted to be cracked near the upper right corner of the display area, the battery compartment was cracked between the bumper pad and the top, there was moisture found inside the battery compartment. A leak test verified moisture leakage into the battery compartment at the battery crack. The motor was inoperable on investigation due to moisture on the board; complete testing was not possible. The pump was opened for investigation and revealed evidence of moisture corrosion inside the pump on the display board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.